Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's condition was unstable during the implant procedure. It was further reported that the pacing lead exhibited difficulty passing the tricuspid valve and could not be fixed firmly. The pacing lead was removed and replaced. No further patient complications have been reported as a result of this event.